Manufacturer narrative:
Corrected information provided in b.5, h.2, and h.11. Upon further review of the file, since the probe was not able to be read by the system and, consequently, the probe did not perform to its full capabilities. Hence, investigation is not required for probe functional events as the issue was with the probe recognition. The initial report was submitted in error. No further reports will be scheduled under manufacturer report num 1644019-2024-01663. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the file, since the probe was not able to be read by the system and, consequently, the probe did not perform to its full capabilities. Hence, investigation is not required for probe functional events as the issue was with the probe recognition.

Event description:
An other healthcare professional reported that the vitrector was not cutting and aspirating to full capacity during surgery. The type of surgery was unknown. The procedure was completed. There was no information about patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).